Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the possibly faulty/damaged printed circuit board could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera ii video system center was continually blinking during procedure preparation. According to the initial reporter, the intended procedure-type was unknown, but was confirmed completed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The user¿s report of an intermittent image was not confirmed. However, as the issue was intermittently occurring, it is possible that the printed circuit board is damaged and should be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.